Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the rv lead was inactivated and subsequently capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. The right ventricular (rv) lead showed rising and high thresholds with non-capture at max outputs resulting in no pacing. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.